Event description:
The following has been reported: biomed reported: product issue: service requested. Sn: (B)(6). Description of issue: the pump was inspected and upon inspection the pins on the device could move freely, a test infusion was attempted but failed. An error message stopped the test infusion and read "pump problem". Date and time issue occurred: unknown patient harm or delayed infusion: not reported a preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.